Event description:
The customer reported that they took the ventilator off the pt for a while and when they turned it back on to place back on the pt, the screen was blank. The monitor is blank, all the lights and alarms work but no screen. They placed the pt on another ventilator. The pt had no adverse effects.

Manufacturer narrative:
(B)(4). Eval by the carefusion tech is anticipated but has not yet begun.

Manufacturer narrative:
Failure analysis (fa) lab received an avea pcba control board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and after powering on the screen remained blank and all led¿s were illuminated constantly. Attempted to upload software but communication would not initiate. Isolated to issue to a corrupted boot loader in software version 4.6. Neither the failure analysis lab nor engineering has been able to reproduce this issue during normal operation and has only been seen during a power-up. Findings/root-cause: reported blank screen issue was duplicated and isolated to a corrupted boot loader. Evaluated the uim control pcba and was able to reproduce the reported issue. A visual inspection was performed and no visual anomalies were found. Findings/root-cause: control pcba software 4.6 issue. This issue is addressed in an internal correction.